Event description:
Reported due to device break requiring an intervention. The physician attempted an arteriotomy closure with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure and the following info was obtained: vessel size was "five (5) mm" and the vessel was calcified. The site was confirmed to be in the surperficial femoral artery (sfa), which is off-label use. There was no scar tissue present at the groin site; however, the pt does have a history of peripheral vascular disease (pvd). The device was inserted, mark was achieved and the needles were deployed without any issues. The needles were removed, the suture was cut and the foot was parked. As the device was being removed from the groin, it was noted that the device had "fractured just distal to the needle guide." The device had broken into two (2) separate pieces. A "cut down" was performed and the device was pulled up enough for a wire to be re-inserted into the wire exit port. A wire was inserted and the device was compeltely removed from the pt's grain. An eight (8) french sheath was inserted into groin but hemostasis was not achieved. The physician attempted an eight (8) french angioseal but it was not deployed (reason unk). The eight (8) french sheath was reinserted and a femostop was applied. Hemostasis was achieved and the pt did not experience any serious adverse events or injuries as a result of this incident. Although requested, no additional info was available.